Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1104 "backup alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 1104 "backup alarm failed" error occurred and requested to have a field service engineer (fse) be dispatched onsite to evaluate and repair the device. Upon arrival, the fse performed a preoperational check and was able to recreate the reported 1104 "backup alarm failed" error. The fse therefore replaced the motor controller (mc) printed circuit board assembly (pcba) and central processing unit (cpu) pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician verified that the 1104 "backup alarm failed" alarm error occurred once in the log. Neither the occurrence nor the 1104 error code could be duplicated at the pil during the bootup of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and discovered that both alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification (spec). Pil technician purposely generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb and found that the alarm for pprox was generated as expected. The customer complaint resulted in a no problem found.